Event description:
It has been alleged that the smrt kit chargers are not providing a charge and will not deliver power. It has also been reported that the cord has crumbled at the wall plug end of the cord. There was no reported patient involvement or adverse consequences.